Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 673 mg/dl. Reportedly, the cartridge ran out of insulin and customer did not load a new cartridge; customer went to the emergency room the following day. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support (tts) did a full pump system check and confirmed that pump was functioning as intended. Tts was able to confirm the sequence of low insulin alerts and alarms in the pump history.

Manufacturer narrative:
Per tandem user guide: alerts display automatically to notify you about safety conditions that you need to know (for example, an alert that your insulin level is low). Alarms display automatically to let you know of an actual or potential stopping of insulin delivery (for example, an alarm that the insulin cartridge is empty). Pay special attention to alarms. Alarm 08 ¿ empty cartridge: your pump detected that the cartridge is empty and all deliveries have stopped. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.